Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 12 synergy¿ stent was advanced to treat the lesion. However, it was noted that the stent struts were lifted up. The device was simply removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.